Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned in the laa of the patient and then a 24mm watchman flx laa closure device & delivery system (wds) was selected for use. The closure device was deployed in the patient, but did not meet release criteria even after 3 partial recaptures and redeployment's. The physician made the decision to change to a 20mm watchman flx laa closure device. This closure device was implanted successfully in the laa of the patient. An effusion sweep was performed which revealed no effusion. There were no complications that occurred and the patient was doing fine. 30 minutes post procedure the patient's blood pressure dropped. An echocardiogram image showed that there was a circumferential pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 450cc of blood from the patient. The drain was left overnight, but no further amount of fluid accumulated. The patient was admitted to the intensive care unit overnight for observation. The next day the patient received a blood transfusion, but was doing well following these events. Two days post procedure the patient was discharged from the hospital and has fully recovered.